Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided with this report.

Event description:
The customer was not hospitalized. The paramedics were called. The customer treated with food and the paramedics waited with patient until the blood glucose normalized.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020. Blood glucose at the time of event was 42 mg/dl. Low blood glucose treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.